Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an elongated, translucent particle floating inside a 1000ml exactamix bag. This was observed after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a white fiber floating inside a bag filled with a clear solution. The reported condition was verified. In addition, the customer sent the sample to a non-baxter particulate matter lab for analytical testing. The non-baxter lab identified an elongated translucent particle in the bag. The lab performed scanning electron microscopy / energy dispersive x-ray spectroscopy (sem/eds) on the particle and identified that it was primarily composed of carbon, with trace amounts of oxygen. Fourier transform infrared spectroscopy (ftir) performed by the lab revealed that the sample was consistent with polycarbonate. The sample was discarded by the lab after the analysis was completed. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.